Manufacturer narrative:
After the patient use, the customer tested the autopulse platform with another autopulse li-ion battery and the platform performed compressions without any fault or error. Since there is no device malfunction observed, the customer will not be returning the autopulse platform to zoll for evaluation. The root cause for the reported issue based on the customer provided information was due to the battery problem.

Event description:
During the patient use, the autopulse platform (sn (B)(4)) stopped performing compressions and powered off by itself. There were no user advisories displayed on the platform. The manual CPR was performed during the troubleshooting. No consequences or impact to patient. The user observed the autopulse li-ion battery (sn (B)(4)) status as flashing green lights before it was placed into the platform. The platform was tested later on with a good known battery and functioned appropriately and as intended. The battery (sn (B)(4)) was placed in another platform and the reported issue was duplicated. Please see the following related MFR report: MFR 3010617000-2021-00099 for autopulse li-ion battery sn (B)(4).